Event description:
Surgeon reported that collagen flaked away from the graft substrate at the area at which he cut the proximal neck of the graft. The surgeon stated that there was no pt injury resulting from the issue and that the graft in question handled well and was blood tight at the release of cross clamps.